Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Further contamination consisted of an unknown solidified liquid. The lens was prepared for use. Considering the lens was prepared for use the customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was found on the haptic of an intraocular lens (iol). Additional information was received and it was learnt that there was no patient contact. The debris was noticed while the lens was still in the case. No further information was provided.